Event description:
The customer alleged that the audio alarm stopped working intermittently. The nellcor puritan bennett customer support engineer inspected the device and could not duplicate the reported problem. However, the customer support engineer replaced the audio alarm assembly as a precaution. The unit passed extended self testing. The customer stated that the device was not on a pt when the reported problem was discovered. This report is not an admission by nellcor puritan bennett that this device caused or contributed to the event alleged in this report.